Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, when they connected the load and device and when the device locked but when they removed, the silver pin disengaged from the stapler. They changed the device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The returned video noted: that the firing rod advanced without a reload attached. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an articulating vascular/medium reload. It was observed that the instrument was able to be cycled without pressing the green firing button. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured and there were sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Video evaluation showed an instrument with the firing rod advanced with no reload attached. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. There are multiple causes that could be associated to an advance firing rod without reload attached. This condition could be related to missing components, misassembled components, components out of spec, etc. Also, observed condition may occur if instrument is misused during clinical procedure. Since instrument was not received, visual and functional evaluation could not be properly performed for the failure analysis of the reported instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, when they connected the load and device and when the device locked but when they removed, the silver pin disengaged from the stapler. They changed the device to complete the case. There was no patient injury.